Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the loss of image occurred due to a cable failure. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation. Upon inspection and testing of the device, the reported issue (no image) was confirmed and found to be caused by a damaged cable unit. Additional findings found that the cable unit was depressed and the switches/buttons cannot be pressed down smoothly due to damaged button. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the image does not appear on the monitor while using the 4k camera head. There was no patient harm associated with the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.